Manufacturer narrative:
(Secondary intervention) - eval results: lack of info and the stent graft was not returned for eval. Occlusion, paralysis, endoleak.

Event description:
Another MFR's thoracic stent graft and three aneurx aortic cuffs were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 30 months ago. Aneurysm and vessel morphology were not reported. Medtronic received a copy of voluntary medwatch with the following info. The pt had a large aaa treated in late 2006. At that time, an aneurx aortic cuff x3 was used, but not completely successful. Then in 2007, an aneurx tube graft and another aortic extender cuff were used again without success. Finally in 2009, a talent bifurcated stent graft was used, which did seal the leak, but resulted in thrombosis of the entire right iliac arterial system. The pt required emergency surgery three days later, to improve circulation to his right leg; however, the pt was left partially paralyzed. Medtronic was not aware of events post stent graft repair. The talent stent graft was successfully implanted, and there were no other issues reported to medtronic.